Event description:
Ous MDR - boston scientific received info that one day following the implant procedure, this right ventricular (rv) lead exhibited loss of capture. Approx 30 seconds of non-capture caused the pt to lose consciousness. Capture returned after supine rest. It was noted that loss of capture occurred when the pt took a deep breath. As a result, the lead was repositioned to the apex. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.